Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the brush was inserted inside and out the common bile duct, however; it was difficult to retract the brush back into the catheter, and the orange ring popped off from the handle. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a MDR-reportable event based on the investigation results showing that the pull wire had broken off at the end of hypotube.

Manufacturer narrative:
(B)(4). Analysis of the returned rx cytology brush revealed multiple bends and kinks throughout in the working length (including both the pull wire and the catheter). The blue touhy-borst cap was missing from the handle t-fitting threads and was not returned. The thumb ring hypotube had been bent in two places and had been broken near the thumb ring. The thumb ring had been detached and was not returned. Functional evaluation found the hypotube would extend and retract inside the t-fitting, but with no corresponding movement of pull wire and brush. The device was disassembled which revealed the pull wire was broken at the end of the hypotube. The event was most likely caused by some aspect of tortuous anatomy or other operational aspect of the procedure. Bends and kinks in the working length can restrict the ability of the pull wire to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted likely resulted in the bent and broken handle hypotube and broken wire on the returned device. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.